Manufacturer narrative:
H6-code 213: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications.

Manufacturer narrative:
H6-code 50: conclusion: based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to assign the actual root cause. However, the vascular access for hemodialysis is an unnatural physiological and hemodynamic state between a vein and an artery leading to venous intimal hyperplasia and stenosis, that can promote the formation of thrombi, which is considered the most probable root cause for this incident. Health effect - clinical code: the initial code was replaced.

Manufacturer narrative:
The manufacturing records are being reviewed. The patient referenced in this event file is enrolled in a registry. The study database provided insufficient information. Therefore a request was emailed to the investigator to confirm the event description and to provide the serial number of the device. The event description was confirmed and the serial number of the device was provided. The device remains implanted in the patient. In the instruction for use the following is stated: hazards and adverse events procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: occlusion; device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: occlusion; cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The patient was suffering from elevated venous pressure and renal insufficiency requiring dialysis. Is was reported that the arteriovenous fistula used for hemodialysis occluded at the innominate vein side. A gore® viabahn® vbx balloon expandable endoprosthesis was used to treat the occlusion on (B)(6) 2021. Reportedly, on (B)(6) 2021, the device occluded resulting in a total occlusion of the subclavian vein. The occlusion was solved during an endovascular reintervention on (B)(6) 2021. However, to achieve better hemodialysis, the av fistula was abandoned and another arteriovenous fistula (radial artery to cephalic vein) was created on the contralateral forearm on (B)(6) 2021.